Manufacturer narrative:
The complaint sample is not available for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by an eye care provider (ecp), a patient was hospitalized due to a severe eye infection. Cultures were performed and were positive for pseudomonas aeruginosa keratitis. Additional information was received on 11/10/2016 via an email from the reporting ecp. The patient reported starting artificial tears on the evening correlating with the event start date, noting that the artificial tears used were opened more than six months ago. These artificial tears were sent to microbiology and no growth was found. It was reported that the patient was seen by the ecp on (B)(6) 2016 and that her sight was ¿better.¿ additional information was received on 11/16/2016 via a completed adverse event (ae) questionnaire from the reporting ecp. The ae questionnaire indicated that the patient first started the complaint product in (B)(6) 2016, with the event duration reported as (B)(6) 2016. Subjectively, the patient experienced a burning sensation after starting the complaint product, for which the ecp contributed to the event. The patient¿s best corrected visual acuity on (B)(6) 2016 was reported as 0.2 in the right eye, with this examination showing a finding of 0.63 in the right eye on (B)(6) 2016; the patient¿s best corrected visual acuity in the left eye was unchanged on both dates at 1.0. The diagnosis provided was corneal ulcer in the right eye, with cultures taken during the ecp¿s initial evaluation of the patient positive for pseudomonas aeruginosa. The patient was hospitalized for an unspecified duration and was treated with moxifloxacin ophthalmic solution, tobramycin ophthalmic solution, and ciprofloxacin ophthalmic solution (all prescribed at a regimen of ten drops per day). The complaint product was discontinued on (B)(6) 2016 and contact lens wear was suspended temporarily. It was reported that the event has resolved with unspecified sequela. Additional information has been requested but not yet received.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Further information received from the reporting eye care provider (ecp) on (B)(6) 2016 states that the patient was seen for follow-up that day. Physical examination showed a paracentral macula, sharply bordered, 1.5 x 1.5 mm in size; other changes previously seen were not observed. The ecp also reported that the patient had resumed contact lens wear.